Event description:
We have two steris system 1e liquid sterilizing units in our operating room, and one spare in biomed. One unit in or failed the diagnostic test, and regularly fails the diagnostics test. The user has to run a diagnostic test each morning before use. When this fails, it could potentially cause a delay in service to our patients. Our field service technician came in and found the pressure transducer out of calibration. He recalibrated the transducer, ran self-diagnostics, verified unit was working, and returned to the customer for usage.